Event description:
It was reported that the patient unplugged from wall power to walk across the house with the mobile power unit (mpu). The patient was educated and advised not to do this anymore.

Manufacturer narrative:
Section a1-3, h5: correction. Section b5: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The log files spanned approximately 3 days (14jul2020 to 16jul2020 and 26jul2020 to 27jul2020 per the timestamp). No external power alarms activated on 14jul2020 at 22:12 and on 15jul2020 at 07:00 as well as on 26jul2020 at 22:55 and on 27jul2020 at 08:45 due to both rsoc and bus voltage gradually diminishing to ~0v. This is consistent with a loss of ac power. The backup battery was able to supply power to the controller until power was restored. The alarm resolved on its own. No other notable event was observed. The mobile power unit (mpu), was not returned for analysis. Per provided information, the patient disconnected the mpu from the wall and walked around the house. A root cause of the reported event was determined to be user error due to intentionally disconnecting from the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Mpu-28347 was shipped to the customer on 19feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. The heartmate iii lvas patient handbook cautions the user that when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries. The heartmate iii lvas patient handbook under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic. Upon interrogation power disconnect and low voltage alarms were noted. Log file analysis revealed no external power events while the patient was connected to the mobile power unit. No further information was reported.

Manufacturer narrative:
Section a4: additional information no further information was provided. The manufacturer is closing the file on this event.